Event description:
Complaint alleged that the caster would lock and hold, but rotate if pushed on side. No pt injury alleged. Bed on first floor.

Manufacturer narrative:
Tech found that the caster would lock and hold, but would rotate if pushed on side. Replaced caster to resolve this issue. Bed located on first floor.